Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported issues with the insulin pump. Customer's mother stated that the location of the leak was in the reservoir compartment of the insulin pump, near the o rings. Customer's mother states they decided to change the set and that when they saw insulin in the compartment. Customer's mother states it may have been since the infusion set was changed. Furthermore, customer also noticed a plastic piece missing near the o-rings. The blood glucose reading is 411 mg/dl. Nothing further reported. Nothing further reported.